Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. An excessive charge time and charge circuit timeout were also noted. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The transformer was open or had an electrical discontinuity. Analysis of the hybrid revealed the charge circuit timeout was confirmed and traced to fractures in the transformer secondary solder joints. A dent in the shield near the transformer was noted. Inspection of the internal surfaces found evidence the dented shield area contacted the csf and the battery bminus pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.